Manufacturer narrative:
(B)(4). Boston scientific technical services (ts) discussed troubleshooting options. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead, with chronic high pacing impedance measurements, exhibited high out of range pacing impedance measurements following a recent device change out procedure. Oversensed noise had been observed with the previous device, however no noise has been observed since device change out. Pacing threshold measurements were also noted to be high. No adverse patient effects were reported.